Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed?

Event description:
It was reported that during a lobectomy procedure the staples did not deploy when used on the pulmonary artery. The procedure was completed by suturing. It is unknown how much blood, if any, was lost. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? It is not clear whether or not the stapler locked out. All that was reported to me was that the stapler did not fire as the surgeon had expected and he had already cut the tissue.